Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and found tissue build up on the jaw. The ptfe pad (teflon pad) was inspected and found one side melted, recessed along the edge and slightly exposing metal. The teflon pad was still attached to the jaw with no portion suspected to be missing. The distal end of the device was inspected under a microscope and found charred stains on the tip of the probe due to thermal damage. The jaw appeared to be bent causing the probe to touch the jaw¿s non insulated metal and to be misaligned when closed. Therefore, when activating output in either seal or seal and cut modes with the jaw closed, the non-insulated area of the grasping section touching the probe causing the seal short-circuit error or sea and cut short circuit error to occur. The device was attached to the test usg/esg-400 and passed the high-frequency output verification and the probe check. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The ¿short circuit¿ error message can be attributed to the misalignment between the probe and jaw causing metal to metal contact when closed. Also, if a metal object was grasped between the grasping section and probe, a spark could occur. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. If sparks are discharged frequently from the grasping section during output, the grasping section (tissue pad) may be worn out. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The user facility informed olympus that during a therapeutic parotidectomy, the thunderbeat sparked and caused the teflon pad from grasping section of the device to burn on one side exposing metal. It was reported that simultaneously a short circuit error message was observed on the generator and that the jaw of the device also appeared to be misaligned. The surgeon was performing the seal/cut function when the teflon pad damage occurred. There was no bleeding reported. No device fragment fell into the patient. The intended procedure was completed with a similar device. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.